Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she had an issue with a bent infusion set cannula and her blood glucose being elevated about 1-2 weeks ago. Pt stated, her blood glucose was around 300 mg/dl. Pt reported, she attempted to give a correction, but her blood glucose would not come down. Pt stated, she decided to change the infusion set cannula and noticed it was bent in 2 areas. Pt's target blood glucose is 100-160 mg/dl. Pt reported, she changed the infusion site and her blood glucose came back to target range. Pt stated, she changed her infusion site yesterday and her blood glucose is a little off. Pt reported, her blood glucose was 170 mg/dl when she went to bed and this morning when she woke up her blood glucose was 293 mg/dl. Pt stated, she has given a correction and her blood glucose is starting to come down. Pt's current blood glucose is 180 mg/dl. Pt reported, there was no leaking. Pt manually inserts the infusion set. Pt stated, the first time the issue was noticed was about a month ago and it occurred one time. Pt has discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.